Event description:
It was reported that balloon rupture occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, after multiple inflation, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications reported.